Manufacturer narrative:
Updated content to section h6: patient codes. Device technical analysis: engineers analyzed this ipg upon receipt and it was determined after the internal inspection of the device that the onboard fuse was found to be operating intermittently, suggesting that it was the root cause of the reported intermittent stimulation as the battery power had been removed by the fuse connection. Investigation conclusion: based on all available information, engineers concluded that the reported event of intermittent stimulation was caused by the onboard fuse, therefore, the probable root cause is traced to component failure.

Event description:
It was reported that patient underwent a revision procedure to replace the implantable pulse generator ipg due to intermittent stimulation issues wherein the stimulation would turn off irregularly. The patient was noted to be doing good following the procedure. Boston scientific subsequently received information indicating the original implant date was (B)(6) 2020.

Event description:
It was reported that patient underwent a revision procedure to replace the implantable pulse generator ipg due to intermittent stimulation issues wherein the stimulation would turn off irregularly. The patient was noted to be doing good following the procedure. Boston scientific subsequently received information indicating the original implant date was (B)(6) 2020.

Event description:
It was reported that patient underwent a revision procedure to replace the implantable pulse generator ipg due to intermittent stimulation issues wherein the stimulation would turn off irregularly. The patient was noted to be doing good following the procedure. Boston scientific subsequently received information indicating the original implant date was (B)(6) 2020.

Manufacturer narrative:
Correction to block h10: device evaluation. Device technical analysis: engineers inspected and analyzed this device upon receipt: review of the patents data reads the magnetic reset count is 1188. The onboard fuse f1 was found to be intermittent after internal inspection of the device. The ipg firmware logged multiple magnet resets due to the intermittent fuse. When the ipg is exposed to magnet or when the fuse is intermittently open, the battery is disconnected from the ipg electronics. The battery disconnection causes interruption in stimulation. Stimulation only resumes when the magnet is removed or when the fuse no longer has an open connection. The intermittent fuse resulted in the reported intermittent stimulation. Investigation conclusion: based on all the available information, boston scientific concludes through observation and testing of the device that the reported event of intermittent stimulation was confirmed. A review of the patents data reads the magnetic reset count is 1188. The onboard fuse f1 was found to be intermittent after internal inspection of the device. The ipg firmware logged multiple magnet resets due to the intermittent fuse. When the ipg is exposed to magnet or when the fuse is intermittently open, the battery is disconnected from the ipg electronics. The battery disconnection causes interruption in stimulation. Stimulation only resumes when the magnet is removed or when the fuse no longer has an open connection. The intermittent fuse resulted in the reported intermittent stimulation. Therefore, the cause was traced to component failure.

Event description:
It was reported that patient underwent a revision procedure to replace the implantable pulse generator ipg due to intermittent stimulation issues wherein the stimulation would turn off irregularly. The patient was noted to be doing good following the procedure.